Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and thresholds, and a fracture was suspected. The rv lead was explanted and replaced. During the replacement procedure, the right atrial (ra) lead insulation was damaged. As a result, the ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.